Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Promus element plus clinical study. It was reported that myocardial infarction and stent thrombosis occurred. . In (B)(6) 2012, the patient presented with unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 70% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element¿ plus drug-eluting stent, with 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, cardiac enzymes level was noted to be elevated ; peak troponin-I = 31.60 ng/ml, uln = 0.03 ng/ml, peak ck total = 833 iu/l, uln =135 iu/l, peak ck-mb= 15.2, uln = 5.0 and site reported an event of st-elevation myocardial infarction (stemi). The inferior stemi was most likely secondary to discontinuation of asa. The patient was referred for cardiac catheterization and coronary angiography revealed totally occluded with in stent thrombosis. In (B)(6) 2016, the 100% in-stent thrombosis of the implanted 3.00x16mm promus element¿ plus study stent located in proximal rca was treated using 2.00 mm balloon with inadequate result. Thrombectomy was performed using a non-bsc catheter with successful removal of multiple small particle of thrombus. Subsequently, rca was stented using 2.75 x 23 mm non-bsc bare metal stent with 0% residual stenosis. One day later, the events were considered as resolved and the subject was discharged on aspirin and clopidogrel.